Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted (B)(6) 2022; 383069 lead implanted (B)(6) 2022. Evproplus-26us valve implanted in the (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that a right atrial (ra) lead position check failure occurred. The ra lead remains in use. No further patient complications have been reported as a result of this event.